Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (will not power on) was isolated to an open f600 fuse on the ca board, causing 1.8v and 3.3v to short and the u500 dsp/u1003 pld to be thermally damaged. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported monitor does not power up.